Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. An investigation was conducted on 10/24/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Slight blood was observed on the harvesting handle. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. Based on the returned condition of the device, the reported failure "failure to deliver energy was not confirmed, but was confirmed for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4) a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.